Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph was provided and evaluated. The photograph displays the suspect cartridge, and a stress mark can be observed throughout the cartridge tip which can also be observed to be deformed. Due to the image quality, no further evaluation could be performed, and no further issues could be identified. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had issues with a preloaded monofocal intraocular lens (iol). The cartridge tip had split a little way down the shaft on injection. The surgeon explained that the end of the cartridge appeared to split after the lens was implanted into the eye. The surgeon was able to inject the iol without further issue. The scrub nurse reported no concerns on priming the lens and the split was not visible until the lens was being injected. The customer states they disposed of the injector at the time of the surgery. The patient had no issues after implantation. No further information available at this time.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: in the report submitted feb 9, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dcb0000230. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.